Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced lead migration in the cervical system. The system was autoreducing on all programs and the patient did not have effective therapy. As a result, the patient underwent surgical intervention in which the lead was explanted and replaced. The thoracic pocket was also revised during this surgery (manufacturer report reference number:1627487-2020-48940).